Event description:
It was reported that there was noise oversensing and noise on the right ventricular lead due proximity to other implanted lead and patient posture. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.